Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported tat the customer experienced resistance when filling a cartridge. The cartridge was successfully filled. There was no reported impact to blood glucose.